Manufacturer narrative:
.

Event description:
Device evaluation: the lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips have been returned and evaluated by product analysis with the following findings: the test strips involved with this complaint failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant; these tests passed and failed respectively. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue. On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately erratic. The reporter claimed obtaining blood glucose readings of "29.9 and 25.1 mmol/l" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan's criteria for precision. The patient did not experience any symptoms or seek any medical attention because of the reported issue.

Manufacturer narrative:
Follow-up # 1. The test strips involved with this complaint have been further evaluated by lifescan product analysis with the following findings: additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.